Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the plastic coating on the cautery jaws started to delaminate and come off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 1/03/2020. An investigation was conducted on 01/30/2020. Signs of clinical use and evidence of blood was observed on the jaws and heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip. The silicone insulation on tip of the cold jaw was observed to be peeled, exposing the metal tip of the cold jaw. The peeled silicone was not returned for evaluation. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw¿ and confirmed for the analyzed failure ¿material twisted/bent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the plastic coating on the cautery jaws started to delaminate and come off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.